Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was displaying a battery indicator. This complaint is being reported because the customer care advocate (cca) was unable to troubleshoot the alleged issue with the patient. There was no indication that the lfs product caused or contributed to a adverse event. Replacement products were sent to the patient.